Event description:
Customer reported unexpected negative reactions with cell #ii of panoscreen when testing a patient sample containing anti-e using gel testing. Repeat testing with panoscreen lot #23007 in tube was not performed. Repeat testing with ortho 0.8% screening cells resulted in positive reactions (1+). Repeat testing with panoscreen iii, lot #21979 resulting in positive reactions (1+) with gel testing. Antibody ID testing was performed in using the gel and tube methods and resulted as negative.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The possibility of a sample related issue could not be ruled out. The product performed as expected with repeat testing with another sample containing anti-e. None of the customer's testing was performed using the tube testing. The package insert instructs the user to perform testing using the tube method. The package insert further warns the user that false results are possible if there are deviations from recommended test procedure.